Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys, expiration date: 28-apr-2022, serial#: (B)(4), UDI #: (B)(4), no dev rtn to MFR? No. Mfg date: 11-nov-2020, yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure, the patient experienced a thrombus/clot. It was further reported that the leadless ipg exhibited high thresholds and high impedance. It was also reported that the leadless ipg was very difficult to recapture. It was also reported that a considerable amount of air entered the delivery system (ds), the ds flush port became clogged and contrast could not be added. The physician considered that the ds might be broken because it was operated forcibly. A large blood clot was noted on the ds cup. The leadless ipg system was removed and replaced. The patient received medication for the thrombus. No further patient complications have been reported as a result of this event.